Event description:
Severe fever [pyrexia]. Case description: a spontaneous report was received on (B)(6) 2011 from an hcp via a company sale representative regarding a pt (name not provided) who experienced severe fever after receiving epicel. The pt received epicel about two years ago. The pt experienced severe fever (up to 40 degrees), from the day following epicel placement. The fever persisted until the graft was removed. At the time of this report, no further info was available.